Manufacturer narrative:
D.4 & h.4: serial number, unique device identifier, and manufacturer date not available. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ es server, multiple patients were not appearing on multiple stations. Some patients were visible, while others were not, requiring temporary profiles to be created for those patients. No error messages were displayed on the stations. The nurse was unable to verify whether the affected patients were present on the es server due to limited access. There was no network issues reported on the customer¿s end. There were no adverse events or injuries reported based on this event.